Event description:
A report was received that a pt had been burned by her charger. The pt reports being burned multiple times. The symptoms of the burn were permanent scarring and a hole in the skin. The burn is located over the implant site and did not heal. The pt met with a physician to diagnose the burn, and the physician explanted the precision system as treatment. The pt's implanting physician did not have any info regarding the explant.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.